Event description:
(B)(6) reportedly was advised by the operating room nurse that during a revision surgery to extend a matrix construct for adjacent level degenerative disc disease, a ratchet t-handle kept unthreading from the shaft while removing two matrix locking caps. As two of the caps were stripped, the surgeon had to cut two rods to make the t-handles work, and manually back the two screws out. The surgery was completed using the same/like product. There was no noted extension of time to the procedure. The patient's status/outcome following the procedure was unknown or not provided. This report is for 2 of 2 locking caps. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.